Manufacturer narrative:
Defective connection between the motherboard and the hard disk drive on the planning station (laptop). Defective hard disk drive.

Event description:
During the pre-operative planning phase of the surgery, the planning station was not working anymore. Surgeon could have performed this pre-operating planning directly on the device but decided to abort surgery.